Event description:
It was reported the four claws of the lag screw driver were damaged during the gamma nail removal operation. T2scn long nails couldn't be implanted due to driver failure, only short nails could be put in; this results in insufficient fixation of the fractured part. The patient had fallen at the end of 2020, requiring the revision.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the device was received with signs of damage and plastic deformation of the pegs at the distal end. The device shows appearance of abnormal/rough usage identified by scratches and dent marks over the external and peg surface of the device. The pegs of the device appear to be bent in both inward and outward direction most likely due to improper alignment with the slots of lag screw and turning forcefully. A close observation at the thread portion at distal end of the inner rod indicating slight damage which possible only due to hammering or forceful insertion or improper alignment with lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information the root cause was attributed to user related issue. The lag screwdriver shows the plastic deformation at peg end which is caused due to application of excessive torque during explantation procedure. The fact that the device was manufactured back in 2004, it is safe to say that it has performed its task in the former surgeries as intended till now, without any reported anomaly. The op-tech clearly indicates the user that: ¿check that bony ingrowth doesn't abstract secure engagement of the lag screwdriver, otherwise lag screwdriver may be damaged and extraction will be more difficult. If the thread of the set screw is damaged after insertion to any reason, it is no more possible to remove the set screw (and the gamma nail in its entirety) with common procedures. If the surgeon tries to remove the lag screw with force the engagement of the lag screw and/or the lag screwdriver may be damaged due to the too high torque. It is impossible to remove the lag screw prior to remove the set screw.¿ if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the four claws of the lag screw driver were damaged during the gamma nail removal operation. T2scn long nails couldn't be implanted due to driver failure, only short nails could be put in; this results in insufficient fixation of the fractured part.